Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead remains implanted. Intermittent noise reported on the rv and ff channels in recordings transmitted to home monitoring. Impedance and threshold trends appear stable. Short rv interval count trend shows several days where short intervals were detected. Patient reportedly interacts with sources of emi frequently. Noise was not reproduced in office with isometric and postural testing. Lead to be monitored. No adverse patient events reported. Should additional information become available, it will be added to this file.